Manufacturer narrative:
H3) a software analysis was initiated. Analysis found that the software of the navigation system functioned as designed as the issue was suspected to have been caused by frame movement. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation system used for a cervical spine procedure. It was reported that there was a patient with difficult anatomy. The manufacturer representative reported that the patient's anatomy did not allow the spine clamp to be fixated to c2 as planned, so the surgeon used c3 and the camera was placed towards the patient's feet. At that point, after acquiring the image, the surgeon felt accurate. It was noted that the surgeon needed to use a second retractor which caused frame movement and inaccuracy. At that point, the patient experienced a bad bleed that took about 20 minutes to get under control. It was noted that the surgeon decided to close due to patient risk and no screws where placed. There was no allegation of an issue with the navigation system. Surgery was aborted and there was less than an hour delay to the procedure.

Manufacturer narrative:
H2: additional information noted that b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that that the surgeon hit the reference frame with the tracker and that adding the 2nd retractor ¿could¿ have made it ¿less¿ accurate. It was also noted that he did continually check for accuracy after bumping the reference frame and putting in the 2nd retractor. The surgeon is very well versed in navigation and understands it¿s limitations. Also, as of right now there was no harm or injury to patient as they are recovering and doing well